Manufacturer narrative:
The customer was sent a new pump in style advanced breast pump at their request. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2015 that her freestyle hands free breast pump was not emptying her breasts. Her doctor diagnosed her with mastitis and prescribed an antibiotic.

Manufacturer narrative:
The pump was returned to medela and evaluated on (B)(4) 2015; the evaluation showed that the unit failed when using the customer's kit. Issue noted with the returned components was dried substance inside the connector causing low suction. The unit passed all functional tests when tested with the lab kit.